Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pod separated completely from her skin causing the cannula to dislodge during a workout after wearing the pod for less than 1 hour on her arm. Her blood glucose increased to greater than 250mg/dl. A new pod was placed successfully.

Manufacturer narrative:
The pod was received not deployed, with the slide insert not visible through the top housing window and the needle cap and adhesive liner still attached. As the needle mechanism never deployed, it is not possible for the cannula to have dislodged. There was no evidence of any attempt to remove the adhesive liner. No problem was found regarding the reported adhesive complaint. Timeouts and a drive stall were observed. A 0x5c alarm was generated immediately after first prime, indicating open count too low at end of prime. A rerun was completed without any issues. No drive resistance was observed. The high pulse width w/ drive stall is confirmed as the root cause of the observed 0x5c alarm. The exact cause of the high pulse width w/ drive stall could not be determined.